Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
The ge service rep troubleshoot to ps1 intermittent problem when the door was swung open to exposed ps1, system ("c) completed the boot. When the door was allowed to swing close or allowed to tap against a screw driver handle, the power was mometarily lost and the "c" would start the boot sequence again. The ge rep replaced the ps1, the voltage was adjusted to 5.15 vdc. The system operates as intended.